Event description:
The customer reported elevated troponin I (accutni) patient results involving access 2 immunoassay system. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event.